Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a white display. The customer¿s blood glucose level was 100mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the lcd display was grey with a white stripe running across the top. Upon further review the lcd display itself has a few internal cracks. Unable to perform functional tests including displacement and self tests due to display anomaly.